Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized a year ago, around (B)(6) 2015, due to a high blood glucose level. Customer's current blood glucose level was 355 mg/dl. Customer's blood glucose level at the time of the emergency room visit was below 900 mg/dl. The tubing was bent and he inserted the infusion set into his shirt and not his skin. The customer was wearing the insulin pump at the of the emergency room visit. The device was not returned.